Event description:
As reported by the affiliate, this patient suffered a hypotensive episode following stent deployment in the right carotid artery. This male patient with a history of stroke, kidney disease and previous percutaneous coronary intervention (pci) was admitted for stenting of the common carotid artery to right internal carotid artery. The lesion was moderately calcified and was 70% stenosed. The vessel was not tortuous. There was no reported contra-lateral disease. There was no pre-existing clot in the target lesion. An angioguard 5mm basket/medium support was advanced beyond the target and was deployed without difficulty. A precise otw nitinol sys, 9x40 stent was then deployed with good results. Right after the stent was placed at the target lesion, the patient's blood pressure dropped. There was no reduction in flow through or beyond the angioguard device. Dopamine was administered and the patient's pressure normalized. When the angioguard was retrieved, there was debris in the basket. The procedure was completed without other problems and the patient was discharged in stable condition.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with the reported lot(s) presented no issues during the manufacturing process that can be related to the reported complaint. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to a vasovagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e bradycardia, hypotension, heart block, etc. There is no evidence to suggest that this event is related to manufacturing issue or defect of the device. There are patient factors that contributed to this event. This is one of two reports submitted for the same event. Please reference MFR. Report #s: 9616099-2008-02085 and 1016427-2008-00229.